Event description:
Info received indicates the brake is not working on one end of the stretcher.

Manufacturer narrative:
The tech found the rocker arm was cracked at the set screw and the connecting rod was worn. The technician replaced the rocker arm and connecting rod to repair the stretcher.